Event description:
It was reported the patient had an advance implanted on an unknown date. It was reported that after the advance was implanted, the patient experienced improved incontinence followed by incontinence worse than baseline level. On (B)(6), 2013, the patient had another incontinence device implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.